Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a zoom 14 guidewire was used in a stroke procedure and the guidewire broke inside of a catheter while inside of the patient. The guidewire was able to be removed and there was no injury to the patient.